Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop asthma. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam and became degraded and caused the patient to have asthma. The medical intervention that the patient received in response to the event is currently unknown. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this updated report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam and became degraded and caused the patient to have asthma. The medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's product investigation laboratory for examination. No evidence of sound abatement foam degradation or breakdown was observed. The inspection revealed several issues: a broken ui (user interface) knob, dust-like contamination in the air outlet port, and tan dust-like contamination in the air inlet. The pca (printed circuit assembly) had dust-like contamination, particularly near the ui knob area. Dust-like contamination was also found on the top of the blower box lid, surrounding area, blower motor, and inside the blower box. The bottom enclosure and air inlet seal were contaminated with dust-like particles, with the air inlet seal showing signs of yellowing. Despite significant dust-like contamination on the sound abatement foam, it remained intact. There was no visible damage or functionality failure, indicating that the contamination source was external to the device. The device's downloaded event log was reviewed by the manufacturer and found thirty two errors. The manufacturer concludes that unable to confirm the complaint or address the symptoms specified. In this report, section d9, g3, h3, h6 has been updated or corrected.